Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt has not used the scs sys for several months as it has been ineffective in relieving her pain. The pt also stated she discontinued using the scs sys due to undergoing cancer treatments and will have it explanted at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.